Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error detected and the motor arm cannot communicate with the main arm alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has multiple pump error alarm. The blood glucose level of the customer was 7.8 mmol/l. The customer stated it to be the second occurrence of multiple pump error alarm. The insulin pump will be returned for analysis.